Manufacturer narrative:
Product complaint # (B)(4) d4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch 3607728 mfg date: 10/28/2024, exp date: 10/29/2029. Batch 3612890 mfg date: 11/8/2024, exp date: 11/8/2029. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. The applicator adaptor with the lower lock connection, designed to detach and allow attachment of the laparoscopic adaptor, could not be unscrewed or disconnected as intended. This issue was identified outside of a clinical setting and was not observed during a procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection determined that the vstas1 device was returned missing its airless spray tip and with a damaged luer lock. The original packaging was returned in an opened condition, and the secondary box accompanied the instrument. To reproduce the reported incident, the device underwent functional testing. During evaluation, the luer fittings moved but the spray and drip tip could not be detached from the adapter. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Additional information received: instituto grifols, s.a upon receipt of the reported incident, additional information was requested to support the investigation, including details regarding the user¿s prior experience with vistaseal and use of the laparoscopic tip, how many times have they applied the laparoscopic tip, whether any leakage or product solution was observed at the luer lock connection, whether any unexpected outcomes or complications occurred as a result the event, and the availability of images of the damaged device. To date, the device has been returned to ethicon facilities, and no additional information was received. According to our standard procedures, an investigation was initiated focused on the following: 1. Evaluation of the returned sample at ethicon facilities. Visual analysis of the returned sample determined that the airless spray tip was missing and the luer locks were damaged. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. During the evaluation of the device, the luer fittings moved but the spray and drip tip could not be detached from the adapter. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. According to ethicon¿s investigation, no conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Ongoing monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. 2. Investigation of the dual applicator tips considering the nature of the reported incident, ethicon, as supplier of the vistaseal dual applicator, was requested to investigate the batches of the tips involved. The investigation focused on reviewing the results of batch records for the batches of tips used. It was concluded that all components utilized for the batch involved met the established specifications with no incidents related. 3. Results of quality control performed at ig facilities. Instituto grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification, especially those related to luer lock functionality performance to incoming tips kitted with the involved batch, a04k018021. The results were found correct within specifications and no deviations were detected. Although no definitive root cause could be determined for this notification, the investigation performed, including the evaluation of the returned device, combined with compliant quality control results support the conclusion that the reported incident is not related to the quality of the product or its components used. Based on our experience with similar cases, ig would like to emphasize the importance of strictly following the leaflet instructions and emphasize the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer, h. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.